Manufacturer narrative:
The customer reported that after a patient scan, a ring artifact appeared on scanned images. A philips field service engineer (fse) went to the site to evaluate the system. The fse visually inspected the system and found a crack in the compensator of the a-plane collimator. The fse replaced the collimator which contains the compensator to resolve the artifact. The fse confirmed that there was no patient impact and no misrepresentation and/or mistreatment as a result of the artifact. The system is functional and in clinical use. This issue has been determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.